Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included miscarriage, endometrial ablation, menses irregular, asthma and uterine bleeding. Previously administered products included for birth control: depo provera from 2005 to 2-feb-2010. Concurrent conditions included vaginal candidiasis and trichomonal vaginitis. Concomitant products included acetylsalicylic acid (aspirin) since 2005, lisinopril since 2005 and omeprazole since 2005. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In march 2010, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), the first episode of menorrhagia ("abnormal/heavy menstrual bleeding"), the second episode of menorrhagia ("prolonged menses"), migraine ("migraines / headaches"), headache ("migraines / headaches"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy and right oophorectomy to effectuate removal of her essure device). Essure was removed on 5-oct-2010. At the time of the report, the abdominal pain lower, genital haemorrhage, the last episode of menorrhagia, vaginal haemorrhage, headache, pelvic pain and vaginal discharge outcome was unknown and the dysmenorrhoea, dyspareunia, migraine and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events abdominal pain, headache, vaginal bleeding, genital bleeding, device monitoring error, vaginal discharge are added. Lab data updated.concomitant condition & drugs , historical conditions and drugs are added. Product, patient & reporter information updated. On 28-feb-2018: medical records: historical & concomitant conditions are added. Processed with fu 1 incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), the first episode of menorrhagia ("abnormal/heavy menstrual bleeding"), the second episode of menorrhagia ("prolonged menses"), dyspareunia ("pain during intercourse") and migraine ("migraines"). The patient was treated with surgery (total hysterectomy and right oophorectomy to effectuate removal of her essure device). Essure was removed on (B)(6) 2010. At the time of the report, the abdominal pain lower, dysmenorrhoea, the last episode of menorrhagia, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, migraine, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.